Event description:
Allegedly, the knob on the adjustment block would not turn. The surgeon almost had to close up the patient.

Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.